Event description:
It was reported that, during a cori procedure, upon advancing to the femur cut screen, a pfs error was displayed. Exited case, calibrated, and continued on without issue and minimal delay (fewer than 30 minutes). No injury to the patient. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, (B)(4) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The ¿unexpected pfs failure¿ error was confirmed when entering the femur bone removal screen. Further log file review identified the unexpected pfs error to be an occurrence of a known software bug that is under investigation by the software engineering team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Based on the investigation, no containment or corrective actions are recommended at this time.